Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The pump and logs were not returned for evaluation. The root cause of the placement signal issue is most likely due to the patients condition. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the pump triggered a low placement signal alarm. The pump¿s position was verified to be correct via echocardiography, and the decision was made to disable placement monitoring. Support was continued, and no harm occurred to the patient.